Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose (bg) level was between 248-346mg/dl and a correction bolus and site change was performed to address the bg level. A system check was performed and insulin was observed to be exiting sporadically out of the infusion set tubing and air bubbles were observed to be within the infusion set tubing. The customer performed an infusion set tubing change and insulin was observed to be consistently exiting the tubing. Tandem technical support attempted to follow up with the customer multiple times to ensure that the customer did not receive additional occlusion alarms; however, no response was received.